Event description:
During the procedure the surgeon noted that the ligasure impact jaws of the device locked. A second device was used without incident. It is not known if the second device was the same or different lot number.